Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusiontest or verify motor position encoder error alarm due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained keypad overlay, stained address/serial number label and cracked reservoir tube lip. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the prime rewind was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.